Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 532 mg/dl. Reportedly, the cause for the high bg was unknown, and there was not an active continuous glucose monitor session started on the pump, which prevented the pump from delivering automatic correction boluses. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.